Event description:
It was reported, the physician removed and replaced with a different ipg model. There were no issues or complaints with the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.